Manufacturer narrative:
Customer reported the unplanned extubation occurred during a blood draw when the infant was tugging on the endotracheal tube. The product was not returned for evaluation as of the date of this report. 3m technical service specialist has scheduled follow-up with the facility to provide product education.

Event description:
A nurse reported 1" multipore dry tape was used to secure a male infant's endotracheal tube (ett). During a blood draw, the infant was reportedly tugging on the ett. The nurse reported the infant started to desaturate and they noted the ett tube had slipped through the tape, resulting in an unplanned extubation. The infant required reintubation, was reportedly doing well, and did not suffer any known consequences due to the accidental extubation.

Manufacturer narrative:
Complaint sample was received and sent to manufacturing for testing. Test samples met 3m specifications for adhesion to tubing. The 3m representatives followed up with the facility and provided the following information: to maximize adhesion of multiporetm dry surgical tape for tubing securement, the following application techniques are recommended: apply 3m¿ cavilon¿ no sting barrier film to protect at-risk skin. Allow to dry completely before applying tape. (With following disclaimer) *3m¿ cavilon¿ no sting barrier film may be applied to adults, children and infants over 1 month of age. Cavilon no sting barrier film is not recommended for infants under 1 month of age. Apply tape to clean, dry skin and devices. Apply tape with some tension to reduce gaps and looseness, but do not overstretch the tape to devices and skin. After application use firm pressure to maximize adhesion to tube and/or skin. If possible, spiral the tape around the tubing to maximize surface area of adhesive to tubing. Monitor tape adhesion periodically. It is recommended tape be replaced if it becomes overly saturated, loose or soiled. Access the following link for additional training videos:go.3m.com/ctsapplications please work with your local sales representative for additional training as needed.